Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-04376 with incorrect sections h6. Corrections to previous MDR are made in this report as follows. The manufacturer received information alleging an headache related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. Section h6- health effect - clinical code was updated. Additional information was received on oct 19, 2022, and section h11 should be reported as: the device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was corrected. Sections d8, d9, h2, h3 and h6 has been updated in this report.